Event description:
Healthcare professional (hcp) reports a transfer set with a leak in the area of the main body. The home patient (hp) noted moisture on pt's hand during pt's dialysis exchange. The hp rec'd a transfer set change. No pt injury or medical intervention reported.